Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the instrument test well images in question, and those test well images appeared visually weak positive.

Event description:
On (B)(6) 2016, a european ((B)(6)) customer site reported unexpectedly capture negative antibody screen, when tested on a galileo echo instrument.